Event description:
Patient reported to have undergone right total hip arthroplasty and that per the patient's report, revision surgery is necessary due to elevated metal ions and pseudotumor. Review of invoice history revealed that a total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no report of a revision procedure and no further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts." "Elevated metal ion levels have been reported with metal on metal articulating surfaces." Date of event - no revision procedure has been reported to date. (B)(4).